Event description:
Two treatments were performed in the proximal area in the left main artery with a diamondback orbital atherectomy device. One treatment was performed on low speed and one on high speed in a calcified lesion in the circumflex artery. A perforation and effusion were observed. Drainage was necessary, furthermore, dopamine was administered, and drug eluting stents were placed to treat the perforation. The procedure was completed with the placement of two covered stents. The patient was in stable condition.

Manufacturer narrative:
The device was returned to csi for analysis. During analysis, no damage or abnormalities were observed with the device that would have contributed to the reported complaint. The driveshaft crown was measured and met specification. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. When tested the device functioned as intended. Csi ID: (B)(4).